Event description:
It was reported that the patient with dizziness presented remotely via merlin.net. Transmission showed that the pacemaker and the right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted and replaced however no intervention was done for the pacemaker. The patient was in stable condition.